Event description:
It was reported that loss of capture was noted on the patient's left ventricular (lv) lead. It was revealed visually that there was a dislodgement of the lv lead. The lead was capped on (B)(6) 2025 and not replaced. The patient was stable.